Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) has received the universal power distributor (upd) board, universal power module (upm), and touchpad involved with this complaint and completed the evaluation. There were two boards replaced from the site, the upd and ump. Both boards were tested on the pca test system and failure analysis could not replicate the customer reported complaint "error 816 appear at system startup". The system started up without any error. The board voltages were read, and all voltages were within range. 150x power cycles were run with these boards, all passed. The two boards remained on the test system for 5 days, in normal operation, while testing other parts, they performed without any issue. The touch screen was returned for failure analysis and the reported failure "error 75 on the ssc" was replicated and confirmed. During in-house testing, when reviewing the remote error log, there was error 75 with p1 value 3 which means the startup was not successful. The touchpad was installed on the pca test system. Upon power on the system showed the error 75. After firmware was reloaded, the unit was back to normal. Calibration was performed, and all the touch functions were tested and passed. The system was then booted up in normal mode and let idle for 10 minutes. 10x power cycles were run to look for relevant errors; no relevant errors were thrown. The unit will not be sent to OEM for repair due to firmware corruption. Reloading the firmware fixed the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse identified recoverable error 816 appear at system startup. The battery indicator charge on patient side cart (psc) showed full charge. After replacement of universal power distributor (upd) board and universal power module (upm) and system programming, there was another recoverable error 75 on the surgeon side console (ssc) .to resolve this issue, the touchscreen has also been replaced during the service. The system was tested and verified as ready for use. Isi has not received the affected parts for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is obtained. A procedure log review confirmed the radical prostatectomy with lymphadenectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the fse replaced the universal power distributor (upd), universal power module (upm), and touchscreen to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the patient side cart(psc) showed the message "no battery backup". The customer called technical support after the issue, the site already recovered the error and continued with the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs, noting the error 816. The tse advised the customer to reset / replace universal power distributor (upd) board. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during functionality check, system powered on without any errors and the procedure was completed successfully after the error was reset. Due to its privacy policy the hospital is unable to provide patient demographics nor any relevant tests and patient history.